Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the connector could not be assembled onto the catheter was confirmed. The product returned for evaluation was 4fr groshong nxt two-piece connector. The proximal and distal pieces of the connector had been assembled. However, the catheter shaft had not been assembled onto the connectors. Nor was the catheter shaft returned for evaluation of this complaint. The catch slots on the distal connector appeared free of damage or defect. An axial force was applied to the joint by the investigator in an attempt to separate the connectors. The engaged locking arms on the proximal connector prevented the components from separating. Microscopic examination of the connection between the proximal and distal segments of the connector was unremarkable as the locking arms were fully engaged within the catch slots. A small gap (0.0139¿) was visible at the connection, which is normal. The IFU states, ¿advance completely until the connector barbs are fully attached. A tactile, locking sensation will confirm that the two pieces are properly engaged. There may be a small gap between the oversleeve and the statlock® stabilization device compatible connector with extension leg.¿ the locking arms were cut off the proximal connector and the two segments were separated by the investigator. An attempt was made to feed a non-complainant 4fr s/l groshong catheter into the distal connector. However, the catheter could not be fed through the connector. After functional testing was completed, the connector was split longitudinally by the investigator so the inner section of the connector could be examined. The compression sleeve had been advanced into the tapered bore of the connector. The compression sleeve was measured, and it was confirmed that the sleeve length met the device specifications. The inner bore of the connector appeared unremarkable, as it was free of irregularities and narrowing which would have prevented passage of the catheter. It appears that the catheter could not be advanced through the two-piece connector because the compression sleeve had been advanced. This can occur if an attempt is made to connect the proximal and distal pieces before the catheter is inserted or if the catheter is fed through the proximal end of the connector instead of the distal end. Insertion of flushing adaptors, or other devices, into the distal connector piece will change the position of the inner catheter compression sleeve and render the connector unusable for later assembly. The connector assembly should not be preassembled or pre-fit prior to the final assembly step as this will also advance the inner catheter compression sleeve. The IFU contains detailed instructions on connector assembly and states, ¿retrieve the oversleeve portion of the connector and advance it over the end of the catheter. If you feel some resistance while advancing the oversleeve, gently twist back and forth or spin to ease its passage over the catheter.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported that after the catheter was placed in this patient, the strain relief and extension tubing were unable to be engaged firmly. No other information provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect1607 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rect1607) have been reported from the same facility.

Event description:
It was reported that after the catheter was placed in this patient, the strain relief and extension tubing were unable to be engaged firmly. No other information provided.